Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd nexiva¿ closed IV catheter system had caused an allergic reaction with itching and localized swelling at the insertion site. Patient advised to take benadryl or apply topical hydrocortisone cream for itching. No known medical intervention reported.

Manufacturer narrative:
Investigation summary: no samples were returned in support of this complaint. A photograph was returned. A device history report was conducted for lot number 7172905 and no related abnormalities were found. This lot of nexiva 22 gauge was manufactured 06/22/2018-06/30/2018, only four instances have been recorded for this issue, however all four occurrences were reported by your facility. According to the sampling plan applied for product performance, this lot was accepted and released, with no defects being noted during the final assembly or in the visual inspections of packaged goods. Investigation conclusion: unfortunately without the physical sample to test and evaluate, a root cause cannot be determined. Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no.

Event description:
It was reported that a bd nexiva¿ closed IV catheter system had caused an allergic reaction with itching and localized swelling at the insertion site. Patient advised to take benadryl or apply topical hydrocortisone cream for itching. No known medical intervention reported.